Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
A csi orbital atherectomy device (oad) was selected for treatment of a 80% stenosed, highly calcified lesion in the popliteal artery. There was almost no tortuosity in the vessel. During orbital atherectomy treatment, thrombus was dislodged and entered the peroneal artery. The opinion of the physician was that the thrombus was behind the soft plaque and calcium of the lesion as the thrombus was not identified on imaging. The patient had no known history of clotting issues or emboli. The thrombus was removed from the vessel with an aspiration catheter. The patient was fine following the procedure.